Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to detect when a defibrillation therapy cable was connected during a patient event. The customer advised that they responded to a call for a (B)(6) male patient with chest pain. The patient¿s ECG was read through the patient ECG cable and revealed svt at a rate of 186 bpm. An IV line was established in the patient¿s left forearm, and an initial dose of 6.0mg of adenocard was administered, but with no conversion. A second dose of 12.0mg of adenocard was administered, but with no conversion. The defibrillation electrodes were connected to the patient. After consulting with the receiving hospital, it was advised to cardiovert the patient at 200 joules. All cables were connected to the patient and the device was placed into sync mode with an initial energy setting of 200 joules. The charge button was pressed, however the device displayed ¿unable to charge¿ and a flashing picture appeared indicating that the cables were not connected. All cables were rechecked and a second attempt was made to charge the device, however the same message and picture appeared. The defibrillation therapy cable was disconnected from the device and reconnected. A third attempt was made to charge the device, however the same issue occurred again. The device was manually powered off and powered back on again. A fourth attempt was made but again the same issue occurred. The patient was put into the medic unit for transport to the hospital. A fifth attempt was made to shock the patient, this time the device charged to 200 joules and successfully cardioverted the patient. During the event, all other device functions operated properly. There was no adverse patient outcome reported.